Manufacturer narrative:
This report is submitted on march 22, 2021.

Event description:
Per the clinic, the patient experienced a wound infection (treated with oral and topical antibiotics) secondary to the patient's glasses rubbing on the wound. The implant remains in-situ.